Event description:
It was reported that(1) 350l was used during a laparoscopic diaphragmatic hernia reduction procedure. It was reported by the rep that the outer gasket began to leak co2 about 45 minutes into the case. Several instrument has come in and out of the trocar. The pressure in the abdomen could not be maintained. A reusable trocar replaced the 350l cannula to complete the case.